Manufacturer narrative:
The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. D1: corrected h6: corrected investigation clinical codes. H10: corrected.

Manufacturer narrative:
D10: 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. 320-42-00 - equinoxe reverse 42mm humeral liner +0. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-01-42 - equinoxe reverse 42mm glenosphere. 320-15-01 - eq rev glenoid plate. 320-15-05 - eq rev locking screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side, was revised for unknown reasons approximately 10 months following; and experienced a scapular spine fracture (type 2) that healed without medical intervention. Subsequently, the patient is now experiencing new atraumatic scapular spine, type 1 acromion stress fracture. This pain did not exist prior. As a result, approximately 3 years after last revision, the patient is doing physical therapy and getting better. No further impact to the patient was reported. No other information is available.